Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-03745. It was reported that patient lost stimulation due to lead migration. The cervical lead migrated from c2 to c4 and the thoracic lead had migrated one level to the right. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the cervical lead was repositioned at c2 and the thoracic lead was explanted and replaced with a new lead at t6. Effective therapy was restored postoperatively.